Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code, and had been occurring repeatedly. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted a pump reset before contacting support, which resolved the issue temporarily, but technical support decided to send a replacement pump with updated software. The customer was instructed on steps for receiving and returning the pump and acknowledged the instructions provided by technical support.